Manufacturer narrative:
Per the operator's manual, the disc/sense alarm detects when the patient circuit wye ¿sense lines¿ are not connected to the ventilator. It is not designed to detect a ¿patient disconnect¿ condition. As long as downstream flow is detected through the patient circuit wye, no disc/sense alarm condition will be issued. The ¿low pressure¿ and ¿low minute volume¿ alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that the ventilator did not alarm when disconnected from the patient. The ventilator was checked and the respiratory therapist was unable to duplicate the reported problem.